Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr06 ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds, over sensing and under sensing. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo.